Event description:
Reported condition: front rotor panel screw is missing. The national service engineer replaced missing front panel screw on rotor. After installation, verified that all components are secure and the unit is operating correctly per manufacturing specifications. Machine installed (B)(6) 2024, machine run hours at time of event 3212hrs. (B)(6) 2025: the national service engineer replaced missing front panel screw on rotor. After installation, verified that all components are secure and the unit is operating correctly per manufacturing specifications.